Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that insulin was coming out of her insulin pump after she had let go of the act button. Customer's blood glucose was 113 mg/dl. The customer also stated the insulin was "squirting out" during the manual prime process and that she was unable to exit the preparing to prime loop. Troubleshooting found the customer's insulin pump was reading max fill reached. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.